Event description:
A vns programming physician reported to our country manager in (B)(4) that when in clinic and interrogating an implanted generator he found a duty cycle of 81% (on time 30sec, off time 0.2min). The physician does not recall setting the parameters like this. He did not refer any side effects on the patient. Good faith attempts thus far for further programming history for review or further details surrounding the event have been unsuccessful to date.